Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot#: va03rcg, implanted:(B)(6) 2013 product type: lead. Other relevant device(s) are: product ID: 3093-28, serial/lot #: (B)(4), ubd: 10-oct-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/ pelvic floor. It was reported that the patient had hysterectomy and during the procedure her lead(s) were compromised. The patient reported that when a manufacturing representative (rep) checked her device after the procedure, stated that they were not getting a response from 2 'leads', when asked to clarify, the patient thought that possibly meant 2 electrodes, but ultimately, she was told to ignore 2 programs and only use the other 2 programs. The patient stated she never had the therapeutic effect that she initially had during the trial after that procedure compromised the leads. The patient mentioned that her doctor also retired at that time, so she never had a doctor to troubleshoot and could no longer meet the rep without a doctor. It was also indicated that she thought the other 'leads' might not be attached where they are supposed to be because now she was getting no benefit and felt shock (normal stim sensation) in her leg instead of her pelvic floor. The patient indicated she no longer wanted the device implanted and would like to have the ins removed to unrelated MRI and to take part in an unrelated ms study. On (B)(6) 2018, additional information was received from a healthcare provider (hcp). Healthcare provider reported the patient told them their device didn't work. Patient was consulting with a general surgeon to get the implant removed. No patient symptoms were reported. No further complications were reported or anticipated.